Event description:
The customer reported that the kerlix sponges come apart (sponge and elastic). They are unsure as to what part of the sponge is xray detectable. Also, this impacts the count as the sponge and elastic would need to be counted.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time.